Event description:
Patient required an ivc filter placement due to a common femoral vein nonocclusive thrombus. According to the surgeon, during placement, the ivc filter deployed inside the sheath and was then stuck inside the sheath. After some manipulation the filter deployed at the appropriate level.